Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water cylinder and tube has foreign objects. There was no patient involvement.

Manufacturer narrative:
Updated fields: b3 - date of event, d4 - unique device identifier #1, d9, g1, h2, h3. Corrected fields:b3 - date of event null as it should be blank, g2 - report source, h6 type of investigation, remove b14. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from the customer.